Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out or range shock impedances on the right ventricular (rv) lead, measuring 125 ohms. This rv lead is single coil. Boston scientific technical services (ts) discussed that single coil lead impedances run higher and recommended evaluating the lead, and increase the out of range limit to 150 ohms. This ICD system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high shock impedances.

Event description:
Additional information was received which indicated the patient requested to explant their ICD system so they could obtain their commercial driver's license (cdl). This ICD was explanted and the rv lead was surgically abandoned. No adverse patient effects were reported.